Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4574 implantable pacing lead implanted: (B)(6) 2010, 4074 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the remote transmission the patient sent in stated elective replacement indicator (eri) and vvi-65 which was due to eri lockup issue. The device was reprogrammed. No patient complications have been reported as a result of this event.